Event description:
It was reported following a percutaneous coronary angioplasty (ptca) and stent placement, a 6f angio-seal vip was used in the right common femoral arteriotomy (rcfa). The pt returned to the ward and recovery was normal. The next day prior to discharge, bleeding and a hematoma at the puncture site occurred. Manual compression was applied and a painful bruised leg extended his length of stay. The pt was taking prescribed anti-coagulant medication.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Based on the info received the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the used of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.